Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported a discrepancy between the treatment fields' parameters in mosaiq and the imported plans. Elekta used the same plan in-house provided by the customer to evaluate import processing and found that plan promotion works as expected. The parameter values (e.g., gantry, collimator, field size, etc.) In mosaiq matched those of the plan. Once promoted, the plan is in a pending state and values can be changed without version roll until the plan has been approved or treated. From the logs it was determined that changes by the user from the original plan occurred after the initial plan was imported and were accepted by the user. Based upon information available elekta physics have assessed the overdose and considered this to be serious mistreatment from the perspective of percentage error in delivered dose. A treatment field was treated with the incorrect field size on 8 days of a planned 25 day treatment plan. The dose error in the affected region is estimated at 8%. Mosaiq did not have any malfunction and worked as designed and intended. The issue was due to use error.

Event description:
The customer reported a discrepancy between the treatment fields' parameters in mosaiq and the imported plans.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.